Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. As a resolution, the main electronics was replaced. Performed complete calibration and functional checks, all passed.

Manufacturer narrative:
Vyaire file identification: (B)(4). 81 others: the suspect device has not been returned for evaluation. Part was ordered for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e 17,3" basic ventilator shows ui display windows blue screen on (B)(6) 2023. It worked correctly after a restart until (B)(6) 2023 when the blue screen showed up again. This time, however, after restarting, the turbine started to deliver flow incorrectly based on the selected ventilation mode (CPAP). At this time, there is no information regarding patient involvement associated with the reported event.